Event description:
It was reported that high capture threshold and low sensing was observed on the right ventricular (rv) lead and the right atrial (ra) lead. The rv and ra leads were repositioned to resolve the event, and the patient was in stable condition. While repositioning the rv lead, the helix was unable to be retracted. The physician rotated the entire rv lead in order to fixate it.